Manufacturer narrative:
Method: device lot/serial number is not available to conduct a manufacturing records review. Results: a manufacturing records review was not conducted. Conclusions: according to gore dryseal sheath instructions for use, adverse events that may occur include, but are not limited to, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) Blood loss, and death. Gore tag devices related to this event: tgt4520/8485821, tgt4515/8043414 (refer to mfg report # 2017233-2011-0288).

Event description:
On (B)(6) 2011, the patient was implanted with two gore tag thoracic endoprosthesis to treat a type-3 endoleak between previously placed endografts. The iliac artery ruptured upon removing the gore dryseal sheath. The patient died during attempts to stabilize him.